Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's husband reported the patient went to the hospital due to hard breathing. A follow up call was made to the patient's peritoneal dialysis nurse who reported the patient stayed overnight and was discharged the next day. There was no fluid overload and she does not think it was related to dialysis at all but the cause of the shortness of breath was unknown. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.